Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that he had an intraocular lens (iol) implanted in the left eye approximately 12 years ago and the right eye 10 years ago. He has experienced fogginess with some distortion and only has peripheral vision (central scotoma). He also reported that he has stargardt disease and is an insulin dependent diabetic. He had an examination with a retina doctor who told him there was nothing wrong with his retina and was referred back to his original surgeon for posterior capsule opacification. The surgeon performed a laser procedure in the left eye, but he is still experiencing blurry vision in both eyes. There are two medical device reports for this event. This report is for the right eye.